Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, the cardiosave intra aortic balloon pump (iabp) was found to be damaged to the display mount and cart handle. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received handle, care and support, display mount with a reported unit failure of a broken handle and display found during install. The fat performed a visual inspection and found the parts to be physically damaged. Confirmed the reported failure.

Event description:
It was reported that during install by a getinge field service engineer(fse), the cardiosave intra aortic balloon pump (iabp) was found have damage to the display mount and cart handle. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h10, h11. Corrected fields: b5, d5, e1(initial reporter and event site email), e2, e3, e4, g2.

Manufacturer narrative:
The fse that encountered the issue replaced the cart handle and the display mount. Full calibration, and tested the unit. The product passed all functional and safety testing. Returned the unit to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).